Manufacturer narrative:
A ge representative evaluated the system and replace the power cord plug. The system operates as intended.

Event description:
It was reported that the system would not complete bott up. No patient injury was reported.